Event description:
During the replacement of an older pacemaker, the electrodes were evaluated and judged to be satisfactory and were connected to the new pulse generator. There were no complications during the procedure. Following the procedure it was noted that the ventricular lead impedence had been gradually dropping from approximately 360 ohms to 240 ohms. A lead problem was suspected and it was felt that the original ventricular electrode could not be relied upon. The ventricular electrode and lead were replaced.